Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were able to recharge the ins with no problem; however, it only holds a charge for one day, despite being advised that it should last for 3¿4 days. Pt stated that they noticed that the ins was completely off on wednesday night, so they contacted the rep the following day, who assisted them in charging the ins from 20% to 100% however upon checking this morning the ins battery was already empty. Agent reviewed the ins battery duration and instructed the pt to continue to work with their rep to address the issue.